Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing , over infused at 21.2 ml. Was reproduced. The device was tested for flow accuracy and over delivered with 5.195% error. A review of the event history revealed 4 infusions programmed at a rate of 40 ml/hr and a vtbi of 20 ml ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed throughout the event history log. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate ,door hooks , m2 and m3 springs. The pressure plate requires adjustment and also door hooks , m2 and m3 springs requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump overinfused at 21. 2 ml. This occurred during preventive maintenance (pm) testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.